Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that a patient enrolled in the mom clinical study underwent left total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a lateral acetabular cyst was noted. No further information has been provided at this time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions."